Event description:
Patient reported left side deflation and exchange of textured devices due to patient's concern with product. Healthcare professional reported left side deflation and exchange from a textured to smooth breast implant due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; flat creases, curved opening, brown particles in shell. The leak test and microscopic analysis was performed which identified; a curved sharp opening on valve bond edge assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening assessed as unidentified(tear) opening. Additional, changed, and/or corrected data:b6 g1 h3 h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side deflation and exchange from a textured to smooth breast implant due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation and exchange of textured devices due to patient's concern with product. The device remains implanted.